Event description:
On 11-june-2026, it was reported by a sales representative via (B)(4) that an ar-200m shave had a broken burr inside. Noticed during a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.